Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high impedance and also exhibited non-capture. The low voltage portion of the lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.